Event description:
It was reported by service report that the lock bar strut is broken which could effect patient support. . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.